Event description:
Supplemental report is being submitted due to the completion of the investigation on 07feb2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Lab evaluation n/a. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-o devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o of lot number c1578471 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1578471. The notes section of the instructions for use, ifu0051-9, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "use of this device restricted to a trained healthcare professional". The package label containing the expiry date should be referenced. There is evidence to suggest that the customer did not follow the instructions for use (ifu0051-9) as the device was used past its expiry date which will be investigated under this file. Root cause review a definitive root cause can be attributed to user error as echo devices should not be used beyond the date specified on the product label, therefore the user did not follow the instructions for use. Image review n/a summary the customer complaint can be confirmed as the device was used after its expiry date. No patient outcome information was shared. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Expiry date was 22 jan 2022 and the date of event was (B)(6) 2022